Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced whole tube push off non-patient end of needle. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated "when we push the tube into the holder and it is pierced by the needle (blood flows into the tube), we must absolutely keep the tube pressed with your thumb. If we don't, the tube pops out of the needle and holder in a totally random fashion.".

Manufacturer narrative:
Investigation summary : 10 retention samples from bd inventory were evaluated from the 3 lots by functional testing and the issue of tube push off was not observed. This type of defect may occur due to the resilience of the sleeve and / or the level of lubrication of the np needle. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0248557, medical device expiration date: 2022-03-31, device manufacture date: (B)(6) 2020. Medical device lot #: 0240262, medical device expiration date: 2022-02-28, device manufacture date: (B)(6) 2020. Medical device lot #: 0240258, medical device expiration date: 2022-02-28, device manufacture date: (B)(6) 2020. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced whole tube push off non-patient end of needle. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated "when we push the tube into the holder and it is pierced by the needle (blood flows into the tube), we must absolutely keep the tube pressed with your thumb. If we don't, the tube pops out of the needle and holder in a totally random fashion."